Manufacturer narrative:
Investigational summary: tss coordinated with clinical affairs to review the data analysis method and provided a recommendation to revise the sars baseline to auto in order to resolve the algorithmic false negative calls where apparent high viral loads are encountered. No further investigation is required.

Event description:
False negative: customer reporting fn for patients with high viral load on lyra direct sars-cov-2; tss to review data.

Manufacturer narrative:
Investigational summary: tss coordinated with clinical affairs to review the data analysis method and provided a recommendation to revise the sars baseline to auto in order to resolve the algorithmic false negative calls where apparent high viral loads are encountered. No further investigation is required. 08/05/2021: investigational notes: categorization: software algorithm interpretation; 'waterfall' shaped curves thermocycler: quantstudio® 7 pro outcome: customer observed 'waterfall' shaped curve (example attached) with high viral load specimens; worked with quidel clinical affairs group, issue resolved by changing the baseline correction analysis (auto) which generated smooth baseline curves; no threshold setting were changed. Unable to re-created in-house with our quantstudio® 7 pro instrument. IFU limitations section: negative results should be treated as presumptive and confirmed with an FDA authorized molecular assay that utilizes a chemical lysis step followed by solid phase extraction of nucleic acid, if necessary, for clinical management. A trained health care professional should interpret assay results in conjunction with the patient's medical history, clinical signs and symptoms, and the results of other diagnostic tests.

Event description:
False negative: customer reporting fn for patients with high viral load on lyra direct sars-cov-2; tss to review data.